Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The technician did not duplicate the reported heat but noted that the motor assembly was corroded.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.